Manufacturer narrative:
The customer¿s experience of an over-infusion was confirmed and replicated during testing. The issue was determined to be associated with a broken upper hinge post on platen assembly. Visual inspection of the returned device found a broken upper hinge post on platen assembly, no other anomalies with the device were observed. Functional testing of the source pump module observed instances of unregulated flow. Log analysis results: no errors or malfunctions recorded on the pcu or pump module error logs on the customer reported incident date of (B)(6) 2020, or on the day of last use of (B)(6) 2020. The device was not in use on the customers reported incident date of (B)(6) 2020. The last programmed infusion occurred on (B)(6) 2020, at 9:37 pm the profile in use was ¿umc (B)(6) 20 adult¿. On (B)(6) 2020 at 9:37 pm the source pump module alarmed for flow stop open (2 seconds). At 9:40 pm the source pump module received a remote IV infusion type im_intermittent_primary (drug ID 734), rate 62.5ml/h, vtbi 250ml, duration in seconds 14400 (4hrs), drug amount 20mmol, diluent 250ml, drug unit mmole, concentration 0.08mmol/ml and the infusion was started. Pvi at the time 0ml. At 10:01 pm the pump module alarmed for air in line. Pvi at the time 21.8ml. At 10:03 pm the pump module alarmed for flow stop open, the door was closed and the user channeled off the pump module. Pvi at the time 21.8ml the proximate cause was determined to be associated to a broken upper hinge post on the platen assembly. The root cause of the broken upper platen hinge on the membrane frame is suspected to be caused by customer misuse event where the door is forcefully closed with an external object lodged between the platen and bezel or the device was mis-handled (i.e. Dropped). This can cause these components to experience excessive forces and crack or break. Device history review: review of the pump module service history record showed the device had a manufacture date of (B)(6) 2012. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020, and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed production failure record qn (B)(4), was opened for the source device and is unrelated to the customers reported complaint.

Event description:
It was reported from cvcu that an overinfusion occurred. The infusion of k plus rider was programmed for 4 hours at a rate of 62.5ml/hr.; however, the 250ml bag was infused in 20 minutes. The device alarmed for air-in-line when the bag was empty, but the pcu displayed that the total volume infused was 19.1ml. There were no adverse effects caused to the patient in the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from cvcu that an overinfusion occurred. The infusion of k plus rider was programmed for 4 hours at a rate of 62.5ml/hr.; however, the 250ml bag was infused in 20 minutes. The device alarmed for air-in-line when the bag was empty, but the pcu displayed that the total volume infused was 19.1ml. There were no adverse effects caused to the patient in the event.